Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through a distributor "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2006. Date in d6a was removed as device was not manufactured until 27/aug/2010. Additional, changed, and/or corrected data: b6, d6a, h6.

Event description:
Healthcare professional reported throgh a distributor "rupture". This record is for the left side. The device was explanted.